Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed, with a terminal end measuring 7 cm and the lead tip end measuring 38 cm. A stylet was inserted into the tip end. Resistance testing was performed and the terminal end was not electrically continuous. No further electrical or mechanical testing was performed, due to the condition of the lead. X-ray analysis of both segments confirmed there were no fractures of the inner coil; however, a break in the outer coil at the terminal weld was observed on the terminal pin segment. Further analysis was performed to evaluate the broken weld. Inspection using a scanning electron microscope (sem) revealed evidence indicating the wire separated while molten during the laser weld process. There was no indication of a fatigue or ductile fracture.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during the implant procedure, this right atrial (ra) lead was positioned and testing on the pacing system analyzer (psa) showed normal measurements. The lead was connected to the device and the pacing impedance measurement was greater than 3,000 ohms. The lead was removed and reconnected to the device but the issue remained. Noise was observed. The lead was then tested on the psa and the impedance remained greater than 3,000 ohms. The helix could not be retracted, so the lead was removed by turning the lead body. To avoid a new puncture, the ra lead was cut to maintain access and a new lead of the same model was implanted without further issue. No adverse patient effects were reported.